Manufacturer narrative:
A manufacturer field service investigation was performed at the facility. The manufacturer's technician performed the following: replaced mix motor, installed coupler and mixer shaft with new set screws (the mix motor shaft and coupling were previously ordered by the customer) and performed functional checks. All the correct preventative maintenance and cleaning of the motor and tank were done in accordance to the manufacturers specifications. There were no parts repaired nor any service to the motor before this incident. The environment and conditions related were conducive to performing dissolution operations. Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported event of the granuflo mixer motor fire was investigated as per the on-site regional equipment specialist(res) technician evaluation. And failure analysis (fa) investigation. The granuflo mixer motor, mix motor shaft, mix motor coupling and screws were returned to the manufacturer with signs of damage. Photos of the motor were taken from a 20 mega pixel camera documenting the condition in which the motor and motor shaft were returned the fa investigation details and findings are as follows- the coil in the motor was broken; green grease was still present the motor bearing as normal; yellow and white dust was visually seen inside and outside of the motor and the color coded wires insulation was still intact with no discoloration. As per the failure analysis investigation, the motor appears to have no evidence or signs of fire. The motor did not show signs of fire; however, the extinguisher. The evidence presented is consistent with overheating and not fire, however a fire was reported by the user facility. Evidence of a fire would include characteristics such as charring, melting or wire discoloration which is not noted in the returned parts. The motor appears to have over heated rather than caught on fire. The granuflo mixer (dry acid dissolution unit) was repaired to serviceable condition and has been confirmed to be operating without further issue since 3/26/2015. As of the date of this report, there have been no additional complaints received by the manufacturer for this reported serial number. While a definitive conclusion cannot be made, a CAPA was opened to investigate the reported event further.

Event description:
A hemodialysis user facility has reported that at 9:00am on (B)(6) 2015 the gran mixer motor caught on fire during the dissolution cycle and filled the back room with smoke. The gran mixer was plugged into a gfci approved outlet. The outlet from the circuit box did not trip during the fire to the mix motor. The facility administrator pulled the plug form the wall to stop operation. The city fire department was called and the unit was evacuated. Fire was extinguished by a fire extinguisher. All the patients in the unit were in treatment were rinsed back prior to being disconnected from the machines for evaluation. The fire occurred in the back room where the mixer is housed. The patient had no adverse effects and no medical intervention was required. All patients completed treatment upon reentry to unit. There was no interruption to the facility schedule due to the availability of solution in the storage tank at the facility.